Manufacturer narrative:
The device was not received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 53-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. Tissue plasminogen activator (tpa) was initiated, but the high purge pressure continued. After three days on support, the family withdrew care and the patient expired on support. The impella functioned at p-6 at 4.0 l/min as intended. The death is conservatively being reported on the impella due to the ability to conclusively dissociate the pump from the patient outcome.

Event description:
Updated clinical narrative: (us). An impella 5.5 device was inserted into the right axillary/subclavian artery in a 53-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm. Tissue plasminogen activator (tpa) was initiated. The field representative responded that throughout the entire procedure, the impella device maintained a consistent flow, delivering stable support. By applying the lysis process, this effectively resolved the problem. After three days on support, the family withdrew care and the patient expired on support. The impella functioned at p-6 at 4.0l/min as intended. The death is being conservatively reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction, history of out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation, advanced cardiogenic shock consistent with scai stage d, and the need for extracorporeal membrane oxygenation and high-dose vasoactive support.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.